Event description:
It was reported that a patient presented in the hospital for removal of the right atrial and right ventricular lead. Device interrogation had revealed noise and no capture on the atrial lead and low impedance and noise on the right ventricular lead. The lead were explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
A fracture of the outer and inner coils was noted at 27.7 to 28.4 cm from the pin consistent with clavicle crush damage. Outer and inner insulation damage was noted in this region as well. This fracture is consistent with the observation from the field of noise and no capture.